Event description:
It was initially reported by the company representative that the patient had coupling or communication issues with their implantable neurostimulator (ins) and recharger. The patient received 0 communication bars. An antenna locate test was performed and showed 38-4 4. Additional information was received which reported that the patient had recently gained weight. The patient was scheduled to undergo an ins revision on (B)(6) 2013. Additional information was requested but was unavailable at the time of this report.

Event description:
It was confirmed that the device was successfully repositioned.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).